Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced pain and developed a lump at the anchor implantation site. During revision, it was discovered that the anchor had fractured into two pieces. The physician removed the fragments and replaced the anchor. Subsequent x-ray imaging confirmed that the site is free of fragments. All pieces were successfully retrieved, and no further complications have been reported regarding this event.

Manufacturer narrative:
The device was returned and analyzed. The investigation found the returned anchor to be torn as received. Although the definitive source and root cause of the reported issue remained inconclusive, inadvertent mishandling during the implantation procedure, potentially involving a minor cut with a tool, emerged as the most probable cause of the damage. As the damage to the anchor worsened, it is conceivable that the device underwent some deformation, potentially leading to the development of the "irritating lump." Given that the nozzles of the anchor remained intact and the lead was still threaded through it, it is unlikely that the two parts of the anchor separated completely during therapy. It is probable that the silicone anchor body sustained further damage during the explant procedure. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.